Event description:
The patient had a pediatric dual lumen catheter placed for hemodialysis. The catheter was used twice for hemodialysis and no leaks were noted. The patient was readmitted six days later due to the catheter leaking and she underwent surgery to replace it. The surgeon thought the clamp had a rough edge on it and possibly, this caused the leak. Unfortunately, the catheter was not saved.